Event description:
It was reported to co that the rv lead dislodge resulting in loss of capture. It was also noted that the pacing threshold increased. As a result, the lead was repositioned.

Manufacturer narrative:
This report in its entirety was completed solely by co.